Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's right ventricular lead exhibited numerous non-sustained episodes that demonstrated over sensing. During clinical follow-up done on (B)(6) 2019, clinician commented that patient received an inappropriate shock in (B)(6) for same issue. X-ray showed the lead had pulled back towards the tricuspid valve. Programming changes were made to address this issue. On (B)(6) 2019 procedure was attempted to place a new rv lead however vein was occluded. The right ventricular lead and the implantable cardioverter defibrillator were explanted on (B)(6) 2019. No patient consequences were reported.